Manufacturer narrative:
(B)(4). Concomitant medical products: 00630506028 polyethylene liner 60072262, 00620006020 acetabular shell 14985700, 00784501500 femoral stem 60053910. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital will not release the implant. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2019-01436, 0001822565-2019-01435.

Event description:
It was reported that a patient underwent a hip arthroplasty revision due to increased polyethylene wear causing localised tissue response approximately 15 years post implantation. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.